Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported waking up because her insulin infusion device was beeping and displayed an 04 (occlusion) error message. When she checked her blood glucose, she discovered her reading was "hi" on her meter. The pt stated she had no symptoms and she corrected her blood glucose levels by taking an injection of insulin. The pt was instructed to disconnect from her infusion device and bolus into the air which she did without error. The pt was advised to change her infusion sets at least every 48 hours and to change her number two motor battery. On follow up, the pt stated she has had no further issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.